Event description:
It was reported that the pt fell and hit his head on the implant site. There was significant swelling and the pt lost sound. The center confirmed that there was no lock between the implanted device and the external equipment. Device revision surgery has been scheduled.